Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact. No physical damaged was found on the device. Functional testing could not confirm the reported issue. The possible root cause is defective downstream sensor or cassette product. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device unknown.

Event description:
It was reported that the pump exhibited a repeat primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Device manufacture date: 18-jul-2019.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was evidence of the error or reported problem recorded in event history log, however, the reported problem was not duplicated. Since the problem was not duplicated, the investigation found no fault with the device. No corrective action was taken as the root cause of reported problem was not determined; the speaker was however replaced as a preventive measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Correction: d4: model number: 4000.